Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an alarm (alarm 20) occurred during the load sequence. A cartridge change was performed resolving the alarm. In addition, it was reported that a cartridge detection notification occurred during the load sequence. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose level was 250 mg/dl.